Event description:
It was reported that an alert for low, out of range, high voltage lead impedance was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.